Event description:
It was reported that a flogard infusion pump experienced an f-38 alarm. It is unknown when in the process this occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4): the device was serviced by a baxter service technician at the customer site. The reported problem of an f-38 alarm was confirmed based on the review of the alarm log. The cause was due to damaged force sensing resistors. The force sensing resistors were replaced to resolve the condition. If additional relevant information becomes available, a supplemental MDR will be sent.